Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated and fluctuating blood glucose readings ranging approximately 189¿305 mg/dl after a meal, with the ilet delivering correction insulin and an infusion set later becoming dislodged; the user was using a dexcom g7 and had adequate insulin with a recent supply change, and the medical device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia and sleepiness/fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.